Manufacturer narrative:
The device has been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that when they hooked the patient up, the machine alarmed for a blood leak, but the blood test strip was negative. However, as soon as the blood reached the dialyzer, the dialysis nurse saw it leaking internally, the blood flow rate was 450; the dialysate flow rate was 800. Treatment was stopped and completed with a new set-up. The estimated blood loss was reportedly very little, less than 150 ml. The patient was asymptomatic and did not experience any complications or require medical intervention.